Manufacturer narrative:
Device passed the displacement test. Unit received a33 alarm during the basic occlusion test due to loose or protruded drive support disk. Unable to perform prime or a33 test, excessive no delivery test and occlusion test or test for prime or fill anomalies due to a33 alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin was squirted out from the insulin pump. Customer¿s blood glucose was unknown. Trouble shooting was performed. Customer was advised to discontinue use of the insulin pump and revert to backup plan per health care professionals instructions. Insulin pump will be returned for the analysis.